Event description:
During dental surgery, surgeon noted a burn on lower lip of pt. Surgeon indicated that drill was hot. Drill removed from service and tested by facility biomed supervisor who found drill became too hot during one minute test. Pt's burn was treated with silvadene cream and he was released from outpatient surgery to his home.